Event description:
It was reported that the patient was to have another pocket revision surgery on (B)(6) 2011 due to migration. Patient underwent pocket revision and generator replacement on that date. The patient had only a pocket revision in may, not a generator replacement as previously thought. Per reporter, the patient twiddles the device causing the migration. Generator was returned to the manufacturer, but analysis is pending.

Event description:
Analysis was completed on the returned generator. Upon analysis, no anomalies were noted with the device.

Event description:
It was reported that the pt was scheduled for a pocket revision of the generator that has migrated and is causing the pt discomfort. No known trauma or manipulation occurred that may have caused the migration. Pocket revision and generator replacement surgery occurred on (B)(6) 2011. Attempts for further info have been unsuccessful to date.